Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal fentanyl and morphine (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. The hcp was calling about compatibility guidelines for an MRI, as there was a suspected problem with the device or therapy. When the patient nears her refill date, she was not "getting enough relief " (decrease in efficacy near refill appointment.) It was noted that this started 6-7 months ago (B)(6) 2015. They were questioning if the pump was slowing down since it was getting close to elective replacement indicator (eri). The dose and concentration of the medications was asked, but patient was unable to find the printout. The patient outcome, cause for the decrease in efficacy near refill, and related diagnostics/actions/interventions remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp. During pump refill on (B)(6) 2015 the expected residual volume (erv) was 3.1ml while the actual residual volume (arv) was 5.8ml. The hcp continued monitoring of the reservoir volume at each refill. It was noted that pump refills were scheduled well before the low reservoir alarm date. The cause of the decrease in the efficacy near refills was undetermined; however, the hcp questioned if the pump was slowing as it was nearing eri date which was currently at 8 months. The decrease in efficacy was not yet resolved and the hcp stated that it may take replacement of the pump. No intervention had occurred as of the date of the report.